Event description:
It is reported that the patient had a left total hip replacement in 2008. Nine months later, a revision was necessary due to mechanical failure of the liner. There was a fracture of the liner with the rim of the liner bent into the cup preventing seating of the ball.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. The fracture of the liner towards the center of the cup was probably due to dislocation. Pt activity level, weight, height, and age was not provided for the evaluation. Based on the provided info a definitive cause can not be determined. Evaluation: results: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened, zimmer, inc. Considers the investigation closed.